Event description:
The account alleges that the bed exit would not alarm when a patient exited the device and fell. The account would not provide hill-rom with any other information regarding the patient's condition as a result of the fall.

Event description:
Reporter alleged obtaining the result of 55 mg/dl, drinking orange juice, and then obtaining a result of 88 mg/dl back to back within 10 minutes on the compact system. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.